Event description:
It was reported that this inflatable penile prosthesis was removed as it would deflate but would not inflate. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
C2/d10 concomitant devices: additional UDI (B)(4). Upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The cylinders were microscopically inspected and tested for function and leaks. Both cylinders exhibited wear at folds in the proximal, middle, and distal segments. One of the cylinders did not pass leak testing due to sharp instrument damage at the distal end of the cylinder. The pump passed visual and leak testing, but did not pass functional/activation testing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Laboratory analysis confirmed the reported clinical observations of mechanical issues and fluid loss. The investigation was assigned a most probable conclusion code of cause traced to component failure as the observed inflation issue was most likely related to the failure of the pump to pass functional testing.

Event description:
It was reported that this inflatable penile prosthesis was removed as it would deflate but would not inflate. A new inflatable penile prosthesis was implanted. No patient complications were reported.